Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pulse generator was interrogation after a lead revision, an elective replacement indicator alert was displayed on the programmer with a date of (B)(6) 2014 and end of service of (B)(6) 2018. After a firmware download the device resumed normal function. The patient was stable.